Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that he has peritonitis. A written response from the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture was obtained, and the patient was initially treated with vancomycin and ceftazidime (route, durations, dosages, frequencies not provided). Although the timeline of events is largely unknown, it appears the peritoneal effluent fluid cultures returned positive for pseudomonas aeruginosa, and the patient¿s antibiotics were discontinued and replaced with levaquin (route, dose, frequency, duration not provided). The pdrn reported the cause of the peritonitis was determined to be an environmental contaminant, however no specifics were provided. The patient¿s pd catheter (not a fresenius product) was reportedly removed (date not provided) and the patient transitioned to hemodialysis (hd) for rrt. The patient is recovering from the serious adverse events and will return to pd therapy once the infection has cleared. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which warranted antibiotic therapy, pd catheter (not a fresenius product) removal, and transition to hd for rrt. The definitive cause of the peritonitis is unknown; however, the pdrn reported the cause of the peritonitis was environmental source. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum, pd catheter tunnel, and exit site. Pseudomonas aeruginosa favors moist areas, such as sinks and toilets, and can be isolated from soil, water, and occasionally the armpits and genital area of humans. Per the pdrn the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that he has peritonitis. A written response from the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture was obtained, and the patient was initially treated with vancomycin and ceftazidime (route, durations, dosages, frequencies not provided). Although the timeline of events is largely unknown, it appears the peritoneal effluent fluid cultures returned positive for pseudomonas aeruginosa, and the patient¿s antibiotics were discontinued and replaced with levaquin (route, dose, frequency, duration not provided). The pdrn reported the cause of the peritonitis was determined to be an environmental contaminant, however no specifics were provided. The patient¿s pd catheter (not a fresenius product) was reportedly removed (date not provided) and the patient transitioned to hemodialysis (hd) for rrt. The patient is recovering from the serious adverse events and will return to pd therapy once the infection has cleared. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.